Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿tightness¿, ¿wrinkling¿, ¿cyst under left armpit¿, they seem to be more towards the outer part of my chest instead of the cleavage area¿, ¿significant implant malposition¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of device history record has been initiated. If any new, changed or correction information is noted, a supplemental medwatch will be submitted. Device analysis indicates, white particles were observed on the inner and outer surface of the implant. Adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Documentation received from a patient representative alleges the patient experienced the events of ¿tightness¿, ¿wrinkling¿, ¿cyst under left armpit¿, they seem to be more towards the outer part of my chest instead of the cleavage area¿, ¿significant implant malposition¿ and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿].¿ device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-00559 for right side.